Event description:
It was reported that a balloon rupture occurred. An 8.0 x 80, 75 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. No additional information was provided. It was further reported that the target lesion, with 100% stenosis, was located in the severely tortuous and severely calcified arteriovenous fistula (avf). During the procedure, the balloon ruptured after 30 seconds of inflation. The procedure was successfully completed using an alternate device. The patients condition was stable and very good post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained. D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. An 8.0 x 80, 75 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. No additional information was provided.